Manufacturer narrative:
(B)(4): two needle fragments were returned for evaluation. They were visually inspected many grasp marks were found, some of them in the stria region. Functional bending and ductility tests were performed on the samples and they met the requirements. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gastric procedure on (B)(6) 2013 and suture was used. When suturing the aponeurosis the needle broke. It was necessary to perform an endoscopy to remove the piece of broken needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: 442098, mfg date: 05/01/2013, exp date: 05/31/2018. 389279, mfg date: 07/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.